Manufacturer narrative:
On 9-dec-2025, bwi received additional information regarding the event. The physician thinks that the cause might be operator related, as he insisted on a zone that was close to the av (atrioventricular) node. The outcome of the event was unchanged. The patient required an (pm) pacemaker implantation that was carried out in the days after the original procedure. B2 hospitalization initial/prolonged was checkmarked. H6 health effect impact code now includes "hospitalization or prolonged hospitalization" (f08). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
At some point after an avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool smarttouch sf, the patient experienced av block treated with implantation of a pacemaker. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31056239l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).